Event description:
It was reported that the main power level failed to operate at end of procedure. The procedure was completed with no pt consequence. During trouble-shooting after the case, it was determined that the footswitch cable was the cause of problem. The footswitch cable is being returned and is the black style.